Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level went as low as 40 mg/dl. Customer advised they had a sensor 4 days before in which they turned it off since they were receiving calibration errors and readings that were far apart. Customer was taken to the emergency room for low blood glucose levels after experiencing issues with the sensor. Troubleshooting for low blood glucose was performed. Customer drive support cap was loose. Customer was unable to complete troubleshooting as they were at work and did not have time. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit was communicated properly with minilink transmitter sensor and glucose sensor simulator. No unexpected calibration error alarm noted. The insulin pump had minor scratched display window and cracked reservoir tube lip. Pending volume accuracy test.